Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Part broke during impaction. Case type: tha.

Manufacturer narrative:
Reported event: it was reported that part broke during impaction. Product evaluation and results: product inspection could not be performed as the product was not available for evaluation. Product history review: review of device history records indicate that 105 devices were manufacture under lot 45011016 and were accepted into final stock on 12/06/2016. No non conformance was identified during the inspection. Complaint history review: review of complaints within the trackwise database for (B)(4), show no other complaints related to the failure in this investigation. Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and or additional information become available, this investigation will be reopened. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
Part broke during impaction, case type: tha.